Event description:
Dealer alleged that the tie wraps were leaking per independent repair statement the unit was alarming or red light. Key failure was the pilot tie wraps were leaking. Additional malfunctions were the hose clamps were leaking.